Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right ventricular (rv) channel. Technical services (ts) reviewed and stated that there were episodes of noise. Ts recommended to have the patient seen in clinic for further evaluation. This device and non-boston rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the patient was in hospital for device replacement and possible lead revision. No further information was provided.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right ventricular (rv) channel. Technical services (ts) reviewed and stated that there were episodes of noise. Ts recommended to have the patient seen in clinic for further evaluation. This device and non-boston rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on non-boston scientific right ventricular (rv) channel. Technical services (ts) reviewed and stated that there were episodes of noise. Ts recommended to have the patient seen in clinic for further evaluation. This device and non-boston rv lead remains in service. No adverse patient effects were reported.